Event description:
At one hr after implant, aspiration could not be accomplished. The pocket was surgically reopened. The locking mechanism (lock and sleeve) was found to be disconnected from the port body and was kinked.